Event description:
It was reported that the customer answered "yes" to the following survey question: "are you aware of any issues with unresponsive keypads or stuck keys on models 8100 lvp or 8015 pcu?" When asked "which device had issues with unresponsive keypads or stuck keys? Was it the 8100 lvp or the 8015 pcu?" Customer responded, "both have had some issues with non-responsive keypads but very few 8100 modules have had issues". This report will address the 8100 modules. There was no patient involvement.

Manufacturer narrative:
After further review, this complaint is not reportable.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the customer answered "yes" to the following survey question: "are you aware of any issues with unresponsive keypads or stuck keys on models 8100 lvp or 8015 pcu?" When asked "which device had issues with unresponsive keypads or stuck keys?, was it the 8100 lvp or the 8015 pcu?" Customer responded, "both have had some issues with non-responsive keypads but very few 8100 modules have had issues". This report will address the 8100 modules. There was no patient involvement.